Event description:
It was reported that when the patient presented for a pulse generator changeout, the device was in backup vvi. The pulse generator was explanted and replaced. It was noted that the device was exposed to electrocautery.